Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety product/procedure.

Event description:
Patient reported "a right side deflation" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Patient also reported a right side "weight gain, joint problems, thyroid issues, hashimoto's disease" which are not device related. Healthcare professional reported right side "rupture". Device remains implanted.

Event description:
Healthcare professional later reported right side "hx r infection" and "implant completely deflated with adherent capsule". Healthcare professional also reported "hx r phyllodes tumor excision" which is not device related. Device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed delamination total of the valve (adhesive failure) ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ varied injuries-ndr: not applicable as the event is not related to the device. ¿ other medical-ndr: not applicable as the event is not related to the device. ¿ infection (early onset): unable to observe as it is a medical event not related to the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: ¿ yellow biological tissue observed on the device. ¿ observed broken on plug strap side assessed as unidentified (tear) opening. No further actions are required as the device was implanted.

Event description:
Patient reported "a right side deflation" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Patient also reported a right side "weight gain, joint problems, thyroid issues, hashimoto's disease" which are not device related. Healthcare professional reported right side "rupture". Healthcare professional later reported right side "hx r infection" and "implant completely deflated with adherent capsule". Healthcare professional also reported "hx r phyllodes tumor excision" which is not device related. Device has been explanted.